Manufacturer narrative:
Device evaluation: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included incoming functional testing. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported a skin irritation resembling a burn under one of the electrodes. The patient's physician had the patient remove the lifevest and the area was bandaged. The affected area was reported to be in the shape of a crescent mark and near the back right electrode. During a follow-up, the patient's daughter stated that the patient's pcp instructed the patient to wear the lifevest but to clean and dry the burn area daily. Several attempt to follow up on the condition of the skin irritation were unsuccessful. The final medical outcome of the skin condition is unknown.